Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name:(B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the adhesive around the objective lens was peeled. In addition, the evaluation found the following; due to a pinhole on the bending section cover, water tightness was lost. The adhesive on the bending section cover had a chip, the video connector was deformed, the light guide cover glass had a scratch, the universal cord had a scratch. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and, due to damage on the charged coupled device, the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope exhibited that the adhesive around the objective lens was peeled. There were no reports of patient involvement.